Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump had unresponsive buttons. It was stated that the time clock on the insulin pump was not advancing. The battery was changed and the buttons respond intermittently. It was also stated that the insulin pump failed the battery test. No further information was provided.